Event description:
A report was received that the patient had difficulty charging the ipg. It was determined that the ipg shifted to the side which was confirmed through palpation. The patient underwent a revision procedure wherein the ipg was repositioned. The patient did well postoperatively.